Event description:
The customer reported that the system's iris does not open all the way. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator interface board was replaced. The system was tested and found to be working as intended and put back into service.